Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, upon testing the device the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective charged coupled device. The root cause of the reported event is unable to be determined as the device was returned to the customer unrepaired. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor image became distorted and displayed no image when the hot cautery was being applied during a diagnostic colonoscopy procedure using the erbe. The procedure was completed using a similar device. The customer reported a delay of a few minutes during the procedure while the patient was in conscious sedation. There were no reports of patient harm.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the delay in procedure was caused by replacement of the device. It is likely that the images were not displayed due to a failure of the liquid crystal display (lcd) unit. Olympus will continue to monitor field performance for this device.